Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and due to additional information received. Updated fields: a2 - dob null, a2 - age units (patient), a4 - weight units (patient), a5, a6, b5, b6, b7, d8, d9 date returned to mfg, e2, e3, g2, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions) and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no image. The issue was found during a therapeutic procedure that was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported that in reprocessing the subject device had no image. There was no patient involvement.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.